Event description:
It was reported that this lead was an attempted implant due to a product performance issue. At this time, there is no further information available form the field. A new device was implanted. No additional patient effects were reported. At a later date, information from the field clarified that this lead was an attempted implant due to difficulties with the patients anatomy, with a different lead model successfully implanted instead. There is no evidence or allegation of a device malfunction for this device.

Manufacturer narrative:
Amendment corrected fields: h6 device codes.

Event description:
It was reported that this lead was an attempted implant due to a product performance issue. At this time, there is no further information available form the field. A new device was implanted. No additional patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead found that the helix mechanism was retracted and dried blood tissue was noted in the helix housing. The noted tissue was considered indicative of potential placement difficulties but the root cause of the reported placement difficulties could not be established by laboratory analysis. Susceptibility of helix fixation tips to snagging tissue is a well documented potential outcome of the use of this type of lead. Amendment: corrected fields: h6 device codes.

Event description:
It was reported that this lead was an attempted implant due to a product performance issue. At this time, there is no further information available form the field. A new device was implanted. No additional patient effects were reported. At a later date, information from the field clarified that this lead was an attempted implant due to difficulties with the patients anatomy, with a different lead model successfully implanted instead. There is no evidence or allegation of a device malfunction for this device.

Event description:
It was reported that this lead was an attempted implant due to a product performance issue. At this time, there is no further information available form the field. A new device was implanted. No additional patient effects were reported. At a later date, information from the field clarified that this lead was an attempted implant due to difficulties with the patients anatomy, with a different lead model successfully implanted instead. There is no evidence or allegation of a device malfunction for this device.

Manufacturer narrative:
Amendment corrected fields: this event is no longer reportable since information from the field clarified that this lead was an attempted implant due to difficulties with the patients anatomy, with a different lead model successfully implanted instead. There is no evidence or allegation of a device malfunction for this device.